Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/23/2017 with the following findings: the black box history contained no power issues and no alarms related to the original complaint. Unrelated to the original complaint, the display screen was found to be dim and pink. Additionally, the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, fading display screen and a battery compartment crack. This report is made based on results of investigation completed on 10/23/2017.